Event description:
It was reported that cgm displayed error message and caller experienced issue starting sensor session. There was no reported impact to the customer¿s blood glucose level. Technical support walked caller through pump reset using provided instructions, cgm error did not recur after reset, and caller successfully started sensor session with no additional concerns reported.